Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had inadequate pain relief due to lead migration. It was noted that the ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the device malfunction was suspected which was the reason for the procedure.

Event description:
A report was received that the patient had inadequate pain relief due to lead migration. It was noted that the ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was reportedly doing well postoperatively.